Event description:
It was reported that during a laparoscopic cholecystectomy procedure, they were losing insufflation. They completed the procedure with the device by holding the trocar manually. There was no patient consequence reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Event date: year 2010. As neither the device nor a lot number were received, a device history review could not be performed.